Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: serial/lot #: rev. 2 : s/n: (B)(6); h3: the kit svc o2 bi71000529 pendant o2 (rev. 2 : s/n: (B)(6) was returned for analysis. Analysis found no failure. The pendant was installed in test system c1396. Both the system and pendant booted and the e-stop cleared each time. There was no fault found. Evaluation codes that apply to this testing: 10, 213, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the pendant was replaced and the firmware was re-loaded. The imaging system then passed the system checkout and was found to be fully functional. The component kit svc o2 bi71000529 pendant o2 was returned to the manufacturer and was under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system booted into e-stop and the user could not clear the e-stop. Power cycling the system approximately 6 times resolved the issue. There was no patient present.